Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cramps in the pelvis, pelvic pain, constant pain during the day and night/mild pain, iliac fossa right pain since insertion"), device expulsion ("essure device not identified in the duct (right) and uterus after salpingectomy, remains density 1mm found on x-ray in cornual site"), embedded device ("uterus biopsy- muscle fragments with hemosiderophages and slight fibers of foreign body, could be essure"), device breakage ("some pieces of essure remained after the first surgery in the right cornual site, small dehiscence in umbilical site"), pelvic inflammatory disease ("inflammation of organ and female pelvic tissue"), uterine inflammation ("inflammation of the uterus/chronic inflammation"), cervix inflammation ("metaplastic chronic cervicitis, benign cellular changes associated with inflammation"), post procedural haemorrhage ("vaginal spotting (after surgery), then vaginal bleeding"), wound infection ("presented laparoscopy injuries infection"), postoperative abscess ("local infections and abscess post surgery"), postoperative wound infection ("local infections and abscess post surgery") and allergy to metals ("important allergic reaction to essure components (nickel, butylcatechol)") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included foot surgery (right ankle tendon), limb operation (elbow tendon), hypothyroidism, meningitis (without sequelae's at age (B)(6) years), rickets (at age (B)(6) years), irregular menstruation, parity 2, allergy to nuts (angioedema in face with cashews), urticaria in 2009, eye edema in 2008, eye pruritus in 2008 and dust allergy (redness and tears). Previously administered products included for rachitis: vitamin d; for an unreported indication: contraceptive nos in 1997. Concurrent conditions included latex allergy since 2009, primary hyperthyroidism, graves-basedow disease, ex-smoker (20 cigarettes per day) since 2010 and alcohol use (occasional). Family history included diabetes mellitus (father), angina pectoris (father), cerebrovascular accident (father), hypertension (father), hypothyroidism (sister) and hyperthyroidism (aunt). Concomitant products included thiamazole (tirodril) for hyperthyroidism as well as (B)(6) ((B)(6)). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menstrual disorder ("menstrual malaises, menstrual alterations and other abnormal hemorrhages"). On (B)(6) 2015, the patient experienced red cell distribution width increased ("increase of red cell distribution width ((B)(4))") and mean platelet volume increased ("increase of mean platelet volume ((B)(6) ft)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("postoperative chronic pain"). In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, pruritus generalised and rash pruritic. On (B)(6) 2016, the patient experienced dermatitis ("dermatitis of unspecified cause / dermatological reaction (eczema) after surgery, allergic reaction around the laparoscopic injuries") with skin lesion, umbilical discharge and erythema and dermatitis contact ("possible allergy to bandages"). On (B)(6) 2016, the patient experienced wound infection (seriousness criterion medically significant) and metrorrhagia ("menstrual alterations and other abnormal hemorrhages, intermenstrual bleeding"). In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced allergy to chemicals ("allergy to butylcatechol"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and nausea ("frequent nausea"). On (B)(6) 2016, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and cervix inflammation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced postoperative abscess (seriousness criterion medically significant) and postoperative wound infection (seriousness criterion medically significant) with eczema and pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), complication of device removal ("some pieces of essure remained after the first surgery, mechanical complication of genitourinary device") and breast pain ("malaises/pain in left breast reported on (B)(6) 2015 (start date unknown)"). The patient was treated with herbal oil nos, ibuprofen, paracetamol (acetaminophen), enatin, hydroxyzine (atarax), flatoril, desloratadine (aerius), asiaticoside (blastoestimulina), clindamycin hydrochloride (clinwas), surgery (laparoscopic bilateral salpingectomy on (B)(6) 2016), surgery (laparoscopic total hysterectomy on (B)(6) 2016) and surgery (second surgery to remove the pieces of the device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, embedded device, device breakage, pelvic inflammatory disease, uterine inflammation, cervix inflammation, post procedural haemorrhage, abdominal pain, wound infection, postoperative abscess, postoperative wound infection, allergy to metals, allergy to chemicals, nausea, breast pain, metrorrhagia, menstrual disorder, procedural pain, dermatitis, dermatitis contact and amenorrhoea had resolved and the red cell distribution width increased and mean platelet volume increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, complication of device removal, device breakage, nausea, pelvic pain and uterine inflammation to be related to essure. The reporter provided no causality assessment for allergy to chemicals, amenorrhoea, breast pain, cervix inflammation, dermatitis, dermatitis contact, device expulsion, embedded device, mean platelet volume increased, menstrual disorder, metrorrhagia, pelvic inflammatory disease, post procedural haemorrhage, postoperative abscess, postoperative wound infection, procedural pain, red cell distribution width increased and wound infection with essure. Medical records-summary (see also test section): the (B)(6) year-old patient, ex smoker, received two essure coils for permanent birth control via hysteroscopy/vaginoscopy, normal result, proliferative endometrium. On (B)(6) 2015 at post-implantation visit, the patient reported malaises and pain in left breasts (no exact onset date). Pelvic x-ray and vaginal us showed essure coils in situ, pregnancy test negative, breast examination normal. On (B)(6) 2015, vaginal us normal, essure in situ. On (B)(6) 2015, on laboratory tests increase of rdw ((B)(6)) and mpv (9.8 fl) noted. On (B)(6) 2016, visit to emergency service due to menstrual malaises starting in (B)(6) 2015, vaginal us showed essure in situ. Due to iliac fossa right pain since essure insertion coil removal as requested by patient (laparoscopic bilateral salpingectomy) was done, good evolution. Fallopian tube analysis found no macroscopic significant alterations in right tube, but no essure device. On (B)(6) 2016, patient visited urgency service due to vaginal spotting after surgery and vaginal bleeding since 1 day, during the gynecological examination, an urgency was discarded. Surgery injuries showed good evolution, a small dehiscence in the umbilical site was noticed, she stated to be in treatment for this one. On (B)(6) 2016, histopathology of right fallopian tube showed no significant histological alterations, essure device not identified in the duct. Physician explained and scheduled a new visit to request x-ray tests. On (B)(6) 2016, patient visited due to intermenstrual bleeding, she said on unspecified date, she presented laparoscopy injuries infection, she showed some photos to physician of something that could be an allergic reaction around the injuries. At that time, the injuries were well but with marks due to the allergic reaction. On (B)(6) 2016, on abdominal x-ray essure device was not observed, result showed alleged remains of essure in right cornual site, an image of density of calcium of 1 mm seen which could corresponds to essure remains. On (B)(6) 2016, patient visited due to a dermatological reaction after surgery (possible allergy to bandages) which started on (B)(6) 2016, one week after the surgery. Allergy tests resulted positive to nickel sulphate. On (B)(6) 2016, allergy tests were done and positive to p-terc-butylcatechol, essure could contain this compound. On (B)(6) 2016, patient visited due to abdominal pain and nausea, she was advised to have the essure remains removed. On (B)(6) 2016, patient visited and requested total removal of the device, they said if nothing was founded in hysteroscopy, no other surgery would be performed. On (B)(6) 2016, hysteroscopy showed no essure remains. On (B)(6) 2016, patient visited and requested a total hysterectomy again, which was scheduled. On (B)(6) 2016, patient reported amenorrhea. On (B)(6) 2016, total laparoscopic hysterectomy with conservation of ovaries done without complications. On (B)(6) 2016, injuries in good condition. On (B)(6) 2016, uterus biopsy showed metaplastic chronic cervicitis, muscle fragments with hemosiderophages and slight fibers of foreign body - it could be essure. On (B)(6) 2016, visit in urgency due to local infections and abscess with mild pain without fever, initially, on physical examination in the abdomen suppuration of injury post-surgery with inflammation signs was observed, then there were vesicle lesions on erythematous base, of irregular border, with satellite lesions around the umbilicus with exudate which was sent for analysis. It was confirmed that the laparoscopic injuries had good evolution without suppuration or induration. On (B)(6) 2016, on control visit after erythema in umbilical incision good evolution was noted. On (B)(6) 2017, at control examination no findings noted. On (B)(6) 2017, patient did not report any gynecological or allergic symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2016: normal. No essure remains visualized mean platelet volume (7 - 9.5 fl) - on (B)(6) 2015: 9.8 fl (elevated); on (B)(6) 2016: 11.2 fl (elevated); on (B)(6) 2016: 11.2 fl (elevated); on (B)(6) 2016: 8.0 fl (normal) red cell distribution width (11.2 - 15.2 %) - on (B)(6) 2015: 15.3 % (elevated) x-ray of pelvis and hip - on (B)(6) 2015: both devices in situ. In the past: vaginal echography: normal results. On (B)(6) 2015: breasts examination: no pathological findings. On (B)(6) 2015: papilloma virus tests: (B)(6). On (B)(6) 2015: vaginal echography: normal results, endometrium of proliferative aspect, normal ovaries, both essure devices were observed well inserted. On (B)(6) 2016: macroscopic description of the right fallopian tube excised : no macroscopic significant alterations, essure not identified. Left fallopian tube showed essure device. On (B)(6) 2016: examination (incl. Vaginal echography): gynecological urgency discarded. The surgery injuries had a good aspect, and small dehiscence in the umbilical site was noticed, she referred to be in treatment for this one. On (B)(6) 2016: pathological anatomy: left fallopian tube (salpingectomy): fallopian tube without significant histological alteration. Essure device identified in the duct. On (B)(6) 2016: pathological anatomy: right fallopian tube (salpingectomy): fallopian tube without significant histological alterations. Essure device not identified in the duct, results explained to patient, new consultation scheduled to request x-ray. On (B)(6) 2016: abdominal x-ray tests: essure device not observed. The results evidenced alleged remains of essure in the right cornual site, it was also reported as an image of density of calcium of 1 mm which could corresponds to essure remains. On (B)(6) 2016: allergy tests: latex allergy. On (B)(6) 2016: allergy tests: (B)(6) to nickel sulphate. On (B)(6) 2016: allergy tests: (B)(6)to p-terc-butylcatechol. The essure could contain this. On (B)(6) 2016: uterus biopsy: metaplastic chronic cervicitis, muscle fragments with hemosiderophages and slight fibers of foreign body (it was reported that it could be essure). On (B)(6) 2016: physical examination. Initially, in the abdomen suppuration of injury postsurgery with inflammation signs observed, subsequently, vesicle lesions on erythematous base, of irregular border, with satellite lesions around the umbilicus with exudate sent to analyze. It was confirmed that the laparoscopic injuries had good aspect without suppuration or induration. On (B)(6) 2016: cytology of the cervix: benign cellular changes associated to inflammation (unspecified). On (B)(6) 2017: examination: no findings. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pts: pelvic pain: n° (B)(4) cases (excluding this case). Device breakage: n° (B)(4) cases (excluding this case). Embedded device: n° (B)(4) cases (excluding this case). Pelvic inflammatory disease: n° (B)(4) cases (excluding this case). Allergy to metals: n° (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: medical records provided and summarised: patient's age, medical history, concomitant drugs, essure indication, event data, treatment details, outcome, concomitant and treatment medications were added. Tests and laboratory data added in test section. Previously as reported event terms were updated: pelvic pain and uterine inflammation. New events added: device expulsion, embedded device, pelvic inflammatory disease, cervix inflammation, post procedural haemorrhage, postoperative abscess, postoperative - and wound infection, procedural pain, dermatitis, dermatitis contact, allergy to chemicals, breast pain, metrorrhagia, menstrual disorder, amenorrhoea, red cell distribution width increased, mean platelet volume increased. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cramps in the pelvis, pelvic pain, constant pain during day and night/ mild and intense pain, iliac fossa right pain since insertion"), device breakage ("some pieces of essure remained after the first surgery in the right cornual site, small dehiscence in umbilical site"), embedded device ("uterus biopsy- muscle fragments with hemosiderophages and slight fibers of foreign body, essure appearing in uterus"), pelvic inflammatory disease ("inflammation of organ and female pelvic tissue"), allergy to metals ("important allergic reaction to essure components (nickel, butylcatechol)"), uterine inflammation ("inflammation of the uterus/chronic inflammation"), device expulsion ("essure device not identified in the duct (right) and uterus after salpingectomy, remains density 1mm found on x-ray in cornual site"), cervicitis ("chronic cervicitis"), post procedural haemorrhage ("vaginal spotting (after surgery), then vaginal bleeding"), postoperative abscess ("local infections and abscess post surgery"), the second episode of postoperative wound infection ("local infections and abscess post surgery") and the first episode of postoperative wound infection ("presented laparoscopy injuries infection") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "rejection of the device". The patient's past medical history included foot surgery (right ankle tendon), limb operation (elbow tendon), hypothyroidism, meningitis (without sequelae at age (B)(6) years), rickets (at age (B)(6) years), irregular menstruation, parity 2, allergy to nuts (angioedema in face with cashews), urticaria in 2009, eye edema in 2008, eye pruritus in 2008 and dust allergy (redness and tears). Previously administered products included for rachitis: vitamin d; for an unreported indication: contraceptive nos in 1997. Concurrent conditions included latex allergy since 2009, primary hyperthyroidism, graves-basedow disease, ex-smoker (20 cigarettes per day) since 2010 and alcohol use (occasional). Family history included diabetes mellitus (father), angina pectoris (father), cerebrovascular accident (father), hypertension (father), hypothyroidism (sister) and hyperthyroidism (aunt). Concomitant products included thiamazole (tirodril) for hyperthyroidism as well as diane (diane 35). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menstrual disorder ("menstrual malaises, menstrual alterations and other abnormal hemorrhages"). On (B)(6) 2015, the patient experienced red cell distribution width increased ("increase of red cell distribution width (15.3%)") and mean platelet volume increased ("increase of mean platelet volume (9.8 ft)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("postoperative chronic pain"). In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, pruritus generalised and dermatitis allergic. On (B)(6) 2016, the patient experienced dermatitis allergic ("dermatitis of unspecified cause / dermatological reaction (eczema) after surgery, allergic reaction around the laparoscopic injuries") with skin lesion, umbilical discharge and incision site erythema and dermatitis contact ("possible allergy to bandages"). On (B)(6) 2016, the patient experienced the first episode of postoperative wound infection (seriousness criterion medically significant) and metrorrhagia ("menstrual alterations and other abnormal hemorrhages, intermenstrual bleeding"). In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced allergy to chemicals ("allergy to butylcatechol"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and nausea ("frequent nausea"). On (B)(6) 2016, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and cervicitis (seriousness criterion medically significant) with cervix inflammation. On (B)(6) 2016, the patient experienced postoperative abscess (seriousness criterion medically significant) and the second episode of postoperative wound infection (seriousness criterion medically significant) with eczema and pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criterion medically significant), complication of device removal ("some pieces of essure remained after the first surgery, mechanical complication of genitourinary device"), breast pain ("malaises/ pain in left breast reported on (B)(6) 2015 (start date unknown)"), adverse event ("extremities") and abdominal pain lower ("cramps"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criterion medically significant), complication of device removal ("some pieces of essure remained after the first surgery, mechanical complication of genitourinary device"), breast pain ("malaises/ pain in left breast reported on (B)(6) 2015 (start date unknown)"), adverse event ("extremities"), infection ("frequent infections"), fatigue ("intense fatigue") and abdominal pain lower ("cramps"). The patient was treated with herbal oil nos, ibuprofen, paracetamol (acetaminophen), enatin, hydroxyzine (atarax), flatoril, desloratadine (aerius), asiaticoside (blastoestimulina), clindamycin hydrochloride (clinwas), surgery (laparoscopic bilateral salpingectomy on (B)(6) 2016), surgery (second surgery to remove the pieces of the device) and surgery (laparoscopic total hysterectomy on(B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, embedded device, pelvic inflammatory disease, allergy to metals, uterine inflammation, device expulsion, cervicitis, post procedural haemorrhage, postoperative abscess, the last episode of postoperative wound infection, abdominal pain, allergy to chemicals, nausea, breast pain, metrorrhagia, menstrual disorder, procedural pain, dermatitis allergic, dermatitis contact and amenorrhoea had resolved and the red cell distribution width increased, mean platelet volume increased, adverse event, infection, fatigue and abdominal pain lower outcome was unknown. The reporter considered all events to be related to essure. The reporter commented: patient stated she cannot use costume jewelry due to nickel, but was not asked if she had allergy to nickel, to reject essure implantation. After the product insertion, the patient had to undergo two surgical interventions to remove the device, in the first surgery the removal of the fallopian tubes was performed, and in the second surgery an uterus removal was performed to remove the product remains. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2016: normal. No essure remains visualized. Mean platelet volume (7 - 9.5 fl) - on (B)(6) 2015: 9.8 fl (elevated); on (B)(6) 2016: 11.2 fl, (elevated); on (B)(6) 2016: 11.2 fl (elevated); on (B)(6) 2016: 8.0 fl (normal), red cell distribution width (11.2 - 15.2 %) - on (B)(6) 2015: 15.3 % (elevated). X-ray of pelvis and hip - on (B)(6) 2015: both devices in situ. In the past: vaginal echography: normal results. On (B)(6) 2015: breasts examination: no pathological findings. On (B)(6) 2015: (B)(6) tests: (B)(6). On (B)(6) 2015: vaginal echography: normal results, endometrium of proliferative aspect, normal ovaries, both essure devices were observed well inserted. On (B)(6) 2016: macroscopic description of the right fallopian tube excised : no macroscopic significant alterations, essure not identified. Left fallopian tube showed essure device. On (B)(6) 2016: examination (incl. Vaginal echography): gynecological urgency discarded. The surgery injuries had a good aspect, and small dehiscence in the umbilical site was noticed, she referred to be in treatment for this one. On (B)(6) 2016: pathological anatomy: left fallopian tube (salpingectomy): fallopian tube without significant histological alteration. Essure device identified in the duct. On (B)(6) 2016: pathological anatomy: right fallopian tube (salpingectomy): fallopian tube without significant histological alterations. Essure device not identified in the duct, results explained to patient, new consultation scheduled to request x-ray. On (B)(6) 2016: abdominal x-ray tests: essure device not observed. The results evidenced alleged remains of essure in the right cornual site, it was also reported as an image of density of calcium of 1 mm which could corresponds to essure remains. On (B)(6) 2016: allergy tests: latex allergy. On (B)(6) 2016: allergy tests: positive to nickel sulphate. On (B)(6) 2016: allergy tests: positive to p-terc-butylcatecol. The essure could contain this. On (B)(6) 2016: uterus biopsy: metaplastic chronic cervicitis, muscle fragments with hemosiderophages and slight fibers of foreign body (it was reported that it could be essure). On (B)(6) 2016: physical examination. Initially, in the abdomen suppuration of injury postsurgery with inflammation signs observed, subsequently, vesicle lesions on erythematous base, of irregular border, with satellite lesions around the umbilicus with exudate sent to analyze. It was confirmed that the laparoscopic injuries had good aspect without suppuration or induration. On (B)(6) 2016: cytology of the cervix: benign cellular changes associated to inflammation (unspecified). On (B)(6) 2017: examination: no findings. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 16-jan-2018 for the following meddra pts (excluding this case): pelvic pain: (B)(4) cases were identified. Device breakage: (B)(4) cases were identified. Embedded device: (B)(4) cases were identified. Pelvic inflammatory disease: (B)(4) cases were identified. Allergy to metals: (B)(4) cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2018: information on patient was detected in internet publication ((B)(6)). Thousands of women suffered during years intense pain (added to event pelvic pain), frequent infections (event term added), allergy symptoms and intense fatigue (new event). After essure appearing in the uterus (event term "embedded device" amended), several surgical procedures were needed for complete removal. All events considered related to essure by reporter. She cannot use costume jewelry due to nickel (added to history), but was not asked if she had allergy to nickel, to reject essure implantation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramps in the pelvis, pelvic pain, constant pain during the day and night/ mild and intense pain, iliac fossa right pain since insertion'), device breakage ('some pieces of essure remained after the first surgery in the right cornual site'), embedded device ('uterus biopsy- muscle fragments with "hemosiderophages" and slight fibers of foreign body, essure appearing in uterus'), pelvic inflammatory disease ('inflammation of organ and female pelvic tissue') and allergy to metals ('important allergic reaction to essure components (pet, nickel, "butylcatechol"), sensitivity') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "rejection of the device". The patient's medical history included urticaria in 2009, eye edema in 2008, eye pruritus in 2008, foot surgery (right ankle tendon), limb operation (elbow tendon), hypothyroidism, meningitis (without sequelae at age 8 years), rickets (at age 8 years), irregular menstruation, parity 2, allergy to nuts (angioedema in face with cashews) and dust allergy (redness and tears). Previously administered products included for rachitis: vitamin d; for an unreported indication: contraceptive nos. Concurrent conditions included ex-smoker (20 cigarettes per day) since 2010, latex allergy since 2009, primary hyperthyroidism, graves-basedow disease, alcohol use (occasional) and nickel sensitivity. Family history included diabetes mellitus (father), angina pectoris (father), cerebrovascular accident (father), hypertension (father), hypothyroidism (sister) and hyperthyroidism (aunt). Concomitant products included thiamazole (tirodril) for hyperthyroidism as well as cyproterone acetate;ethinylestradiol (diane). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menstrual disorder ("menstrual malaises, menstrual alterations and other abnormal hemorrhages"). On (B)(6) 2016, the patient experienced device expulsion ("essure device not identified in the duct (right) and uterus after salpingectomy, remains density 1mm found on x-ray in cornual site") and post procedural haemorrhage ("vaginal spotting (after surgery), then vaginal bleeding"). In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, pruritus and dermatitis allergic. On (B)(6) 2016, the patient experienced dermatitis allergic ("dermatitis of unspecified cause / dermatological reaction (eczema) after surgery, allergic reaction around the laparoscopic injuries") with skin lesion, umbilical discharge and incision site erythema and dermatitis contact ("possible allergy to bandages"). On (B)(6) 2016, the patient experienced the first episode of postoperative wound infection ("presented laparoscopy injuries infection") and metrorrhagia ("menstrual alterations and other abnormal hemorrhages, intermenstrual bleeding"). In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with uterine inflammation. On (B)(6) 2016, the patient experienced allergy to chemicals ("allergy to "butylcatechol", pet"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and nausea ("frequent nausea"). On (B)(6) 2016, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and cervicitis ("chronic cervicitis") with cervix inflammation. On (B)(6) 2016, the patient experienced postoperative abscess ("local infections and abscess post surgery") and the second episode of postoperative wound infection ("local infections and abscess post surgery") with eczema and pain. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization and intervention required), abdominal pain lower ("cramps"), complication of device removal ("some pieces of essure remained after the first surgery, mechanical complication of genitourinary device"), breast pain ("malaises/pain in left breast reported on (B)(6) 2015 (start date unknown)"), limb discomfort ("problems in the extremities"), infection ("frequent infections") and fatigue ("intense fatigue"). The patient was hospitalized from an unknown date until (B)(6) 2017. The patient was treated with centella asiatica extract (blastoestimulina), clindamycin hydrochloride (clinwas), dexketoprofen trometamol (enantyum), drugs for functional gastrointestinal disorders, herbal oil nos, hydroxyzine, ibuprofen, other antihistamines for systemic use, paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2016, laparoscopic total hysterectomy on (B)(6) 2016 and second surgery to remove the pieces of the device in (B)(6) 2017). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, device breakage, embedded device, pelvic inflammatory disease, allergy to metals, device expulsion, abdominal pain, cervicitis, post procedural haemorrhage, postoperative abscess, the last episode of postoperative wound infection, allergy to chemicals, nausea, breast pain, metrorrhagia, menstrual disorder, dermatitis allergic, dermatitis contact and amenorrhoea had resolved and the abdominal pain lower, limb discomfort, infection and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to chemicals, allergy to metals, amenorrhoea, breast pain, cervicitis, complication of device removal, dermatitis allergic, dermatitis contact, device breakage, device expulsion, embedded device, fatigue, infection, limb discomfort, menstrual disorder, metrorrhagia, nausea, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, postoperative abscess, the first episode of postoperative wound infection and the second episode of postoperative wound infection to be related to essure. The reporter commented: patient stated she cannot use costume jewelry due to nickel, but was not asked if she had allergy to nickel, to reject essure implantation. After the product insertion, the patient had to undergo two surgical interventions to remove the device, in the first surgery the removal of the fallopian tubes was performed, and in the second surgery an uterus removal was performed to remove the embedded product remains. Lawyer reported on (B)(6) 2019 that essure caused several allergic reactions, sensitivity and multiple adverse events in the short and long term ending in painful sequels. Postoperative chronic pain, painful sequels. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: latex allergy; on (B)(6) 2016: positive to nickel sulphate; on (B)(6)2016: positive to p-terc-"butylcatechol" (essure could contain this). Biopsy uterus - on (B)(6) 2016: metaplastic chronic cervicitis, muscle fragments with "hemosiderophages" and slight fibers of foreign body (could be essure). Histology - on (B)(6) 2016: macroscopic description of the right fallopian tube: no significant alterations, essure not identified. In left excised fallopian tube essure device evidenced. Human papilloma virus test - on (B)(6) 2015: negative. Hysteroscopy - on (B)(6) 2016: normal. No essure remains visualized. Mean platelet volume (7 - 9.5 fl) - on (B)(6) 2015: 9.8 fl; on (B)(6) 2016: 11.2 fl; on (B)(6) 2016: 11.2 fl; on (B)(6) 2016: 8.0 fl. Pathology test - on (B)(6) 2016: right fallopian tube (salpingectomy): fallopian tube without significant histological alterations. Essure device not identified in the duct, the physician explained the results, and a new consultation was scheduled to request x-ray tests. Left fallopian tube (salpingectomy): fallopian tube without significant histological alteration. Essure device identified in the duct. Physical examination - on (B)(6) 2016: initially, in the abdomen suppuration of injury postsurgery with inflammation signs observed, subsequently, vesicle lesions on erythematous base, of irregular border, with satellite lesions around the umbilicus with exudate sent to analyze. Laparoscopic injuries had good aspect without suppuration or induration; on (B)(6) 2016: no findings. Red cell distribution width (11.2 - 15.2 %) - on (B)(6) 2015: 15.3 %. Smear cervix - on (B)(6) 2016: benign cellular changes associated to inflammation (unspecified). X-ray of pelvis and hip - on (B)(6) 2015: both devices observed well inserted; on (B)(6) 2015: both devices in situ; on (B)(6) 2016: alleged remains of essure in the right cornual site, it was also reported as an image of density of calcium of 1 mm which could corresponds to essure remains. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 15-mar-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramps in the pelvis, pelvic pain, constant pain during the day and night/mild and intense pain, iliac fossa right pain since insertion'), device breakage ('some pieces of essure remained after the first surgery in the right cornual site, small dehiscence in umbilical site'), embedded device ('uterus biopsy- muscle fragments with hemosiderophagos and slight fibers of foreign body, essure appearing in uterus'), pelvic inflammatory disease ('inflammation of organ and female pelvic tissue'), allergy to metals ('important allergic reaction to essure components (pet, nickel, butylcatecol), sensitivity'), uterine inflammation ('inflammation of the uterus/chronic inflammation'), device expulsion ('essure device not identified in the duct (right) and uterus after salpingectomy, remains density 1mm found on x-ray in cornual site'), cervicitis ('chronic cervicitis'), post procedural haemorrhage ('vaginal spotting (after surgery), then vaginal bleeding'), postoperative abscess ('local infections and abscess post surgery') and multiple episodes of postoperative wound infection ('local infections and abscess post surgery', 'presented laparoscopy injuries infection') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "rejection of the device". The patient's medical history included urticaria in 2009, eye edema in 2008, eye pruritus in 2008, foot surgery (right ankle tendon), limb operation (elbow tendon), hypothyroidism, meningitis (without sequelae at age 8 years), rickets (at age 8 years), irregular menstruation, parity 2, allergy to nuts (angioedema in face with cashews) and dust allergy (redness and tears). Previously administered products included for rachitis: vitamin d; for an unreported indication: contraceptive nos. Concurrent conditions included ex-smoker (20 cigarettes per day) since 2010, latex allergy since 2009, primary hyperthyroidism, graves-basedow disease, alcohol use (occasional) and nickel sensitivity. Family history included diabetes mellitus (father), angina pectoris (father), cerebrovascular accident (father), hypertension (father), hypothyroidism (sister) and hyperthyroidism (aunt). Concomitant products included thiamazole (tirodril) for hyperthyroidism as well as cyproterone acetate;ethinylestradiol (diane). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menstrual disorder ("menstrual malaises, menstrual alterations and other abnormal hemorrhages"). On (B)(6) 2015, the patient was found to have red cell distribution width increased ("increase of red cell distribution width (15.3%)") and mean platelet volume increased ("increase of mean platelet volume (9.8 ft)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant) and pain ("postoperative chronic pain, painful sequels"). In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, pruritus and dermatitis allergic. On (B)(6) 2016, the patient experienced dermatitis allergic ("dermatitis of unspecified cause / dermatological reaction (eczema) after surgery, allergic reaction around the laparoscopic injuries") with skin lesion, umbilical discharge and incision site erythema and dermatitis contact ("possible allergy to bandages"). On (B)(6) 2016, the patient experienced the first episode of postoperative wound infection (seriousness criterion medically significant) and metrorrhagia ("menstrual alterations and other abnormal hemorrhages, intermenstrual bleeding"). In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced allergy to chemicals ("allergy to butylcatecol, pet"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") (seriousness criterion intervention required) and nausea ("frequent nausea"). On (B)(6) 2016, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and cervicitis (seriousness criterion medically significant) with cervix inflammation. On (B)(6) 2016, the patient experienced postoperative abscess (seriousness criterion medically significant) and the second episode of postoperative wound infection (seriousness criterion medically significant) with eczema and pain. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization and intervention required), uterine inflammation (seriousness criterion medically significant), complication of device removal ("some pieces of essure remained after the first surgery, mechanical complication of genitourinary device"), breast pain ("malaises/pain in left breast reported on (B)(6) 2015 (start date unknown)"), adverse event ("adverse event nos in the extremities"), abdominal pain lower ("cramps"), infection ("frequent infections") and fatigue ("intense fatigue"). The patient was hospitalized from an unknown date until (B)(6) 2017. The patient was treated with centella asiatica extract (blastoestimulina), clindamycin hydrochloride (clinwas), dexketoprofen trometamol (enantyum), drugs for functional gastrointestinal disorders, herbal oil nos, hydroxyzine, ibuprofen, other antihistamines for systemic use, paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2016, laparoscopic total hysterectomy on (B)(6) 2016 and second surgery to remove the pieces of the device in (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, embedded device, pelvic inflammatory disease, allergy to metals, uterine inflammation, device expulsion, cervicitis, post procedural haemorrhage, postoperative abscess, the last episode of postoperative wound infection, abdominal pain, allergy to chemicals, nausea, breast pain, metrorrhagia, menstrual disorder, pain, dermatitis allergic, dermatitis contact and amenorrhoea had resolved and the red cell distribution width increased, mean platelet volume increased, adverse event, abdominal pain lower, infection and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse event, allergy to chemicals, allergy to metals, amenorrhoea, breast pain, cervicitis, complication of device removal, dermatitis allergic, dermatitis contact, device breakage, device expulsion, embedded device, fatigue, infection, mean platelet volume increased, menstrual disorder, metrorrhagia, nausea, pain, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, postoperative abscess, red cell distribution width increased, uterine inflammation, the first episode of postoperative wound infection and the second episode of postoperative wound infection to be related to essure. The reporter commented: patient stated she cannot use costume jewelry due to nickel, but was not asked if she had allergy to nickel, to reject essure implantation. After the product insertion, the patient had to undergo two surgical interventions to remove the device, in the first surgery the removal of the fallopian tubes was performed, and in the second surgery an uterus removal was performed to remove the embedded product remains. Lawyer reported on (B)(6) 2019, that essure caused several allergic reactions, sensitivity and multiple adverse events in the short and long term ending in painful sequels. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: latex allergy; on (B)(6) 2016: positive to nickel sulphate; on (B)(6) 2016: positive to p-terc-butylcatecol. The essure could contain this. Biopsy uterus - on (B)(6) 2016: metaplastic chronic cervicitis, muscle fragments with hemosiderophagos and slight fibers of foreign body (it was reported that it could be essure). Histology - on (B)(6) 2016: macroscopic description of the right fallopian tube: no significant alterations, essure not identified in left excised fallopian tube essure device evidenced. Human papilloma virus test - on (B)(6) 2015: negative. Hysteroscopy - on (B)(6) 2016: results: normal. No essure remains visualized. Mean platelet volume (7 - 9.5 fl) - on (B)(6) 2015: 9.8 fl; on (B)(6) 2016: 11.2 fl; on (B)(6) 2016: 11.2 fl; on (B)(6) 2016: 8.0 fl. Pathology test - on (B)(6) 2016: right fallopian tube (salpingectomy): fallopian tube without significant histological alterations. Essure device not identified in the duct, the physician explained the results, and a new consultation was scheduled to request x-ray tests. Left fallopian tube (salpingectomy): fallopian tube without significant histological alteration. Essure device identified in the duct. Physical examination - on (B)(6) 2016: initially, in the abdomen suppuration of injury postsurgery with inflammation signs observed, subsequently, vesicle lesions on erythematous base, of irregular border, with satellite lesions around the umbilicus with exudate sent to analyze. It was confirmed that the laparoscopic injuries had good aspect without suppuration or induration.; on (B)(6) 2016: no findings. Red cell distribution width (11.2 - 15.2 %) - on (B)(6) 2015: 15.3 %. Smear cervix - on (B)(6) 2016: benign cellular changes associated to inflammation (unspecified). X-ray of pelvis and hip - on (B)(6) 2015: both devices observed well inserted; on (B)(6) 2015: both devices in situ; on (B)(6) 2016: the results evidenced alleged remains of essure in the right cornual site, it was also reported as an image of density of calcium of 1 mm which could corresponds to essure remains. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 3-apr-2020: reporter's information provided and malfunction field updated. Based on the available information, a review of our complaint records and other relevant data wasd conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramps in the pelvis, pelvic pain, constant pain during the day and night/mild and intense pain, iliac fossa right pain since insertion'), device breakage ('some pieces of essure remained after the first surgery in the right cornual site, small dehiscence in umbilical site'), embedded device ('uterus biopsy- muscle fragments with hemosiderophagos and slight fibers of foreign body, essure appearing in uterus'), pelvic inflammatory disease ('inflammation of organ and female pelvic tissue'), allergy to metals ('important allergic reaction to essure components (pet, nickel, butylcatecol), sensitivity'), uterine inflammation ('inflammation of the uterus/chronic inflammation'), device expulsion ('essure device not identified in the duct (right) and uterus after salpingectomy, remains density 1mm found on x-ray in cornual site'), cervicitis ('chronic cervicitis'), post procedural haemorrhage ('vaginal spotting (after surgery), then vaginal bleeding'), postoperative abscess ('local infections and abscess post surgery') and multiple episodes of postoperative wound infection ('local infections and abscess post surgery', 'presented laparoscopy injuries infection') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "rejection of the device". The patient's medical history included urticaria in 2009, eye edema in 2008, eye pruritus in 2008, foot surgery (right ankle tendon), limb operation (elbow tendon), hypothyroidism, meningitis (without sequelae at age 8 years), rickets (at age 8 years), irregular menstruation, parity 2, allergy to nuts (angioedema in face with cashews) and dust allergy (redness and tears). Previously ase, alcohol use (occasional) and nickel sensitivity. Family history included diabetes mellitus (father), angina pectoris (father), cerebrovascular accident (fatadministered products included for rachitis: vitamin d; for an unreported indication: contraceptive nos. Concurrent conditions included ex-smoker (20 cigarettes per day) since 2010, latex allergy since 2009, primary hyperthyroidism, graves-basedow diseher), hypertension (father), hypothyroidism (sister) and hyperthyroidism (aunt). Concomitant products included thiamazole (tirodril) for hyperthyroidism as well as cyproterone acetate;ethinylestradiol (diane). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menstrual disorder ("menstrual malaises, menstrual alterations and other abnormal hemorrhages"). On (B)(6) 2015, the patient was found to have red cell distribution width increased ("increase of red cell distribution width (15.3%)") and mean platelet volume increased ("increase of mean platelet volume (9.8 ft)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant) and pain ("postoperative chronic pain, painful sequels"). In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, pruritus and dermatitis allergic. On (B)(6) 2016, the patient experienced dermatitis allergic ("dermatitis of unspecified cause / dermatological reaction (eczema) after surgery, allergic reaction around the laparoscopic injuries") with skin lesion, umbilical discharge and incision site erythema and dermatitis contact ("possible allergy to bandages"). On (B)(6) 2016, the patient experienced the first episode of postoperative wound infection (seriousness criterion medically significant) and metrorrhagia ("menstrual alterations and other abnormal hemorrhages, intermenstrual bleeding"). In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced allergy to chemicals ("allergy to butylcatecol, pet"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and nausea ("frequent nausea"). On (B)(6) 2016, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and cervicitis (seriousness criterion medically significant) with cervix inflammation. On (B)(6) 2016, the patient experienced postoperative abscess (seriousness criterion medically significant) and the second episode of postoperative wound infection (seriousness criterion medically significant) with eczema and pain. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization and intervention required), uterine inflammation (seriousness criterion medically significant), complication of device removal ("some pieces of essure remained after the first surgery, mechanical complication of genitourinary device"), breast pain ("malaises/pain in left breast reported on (B)(6) 2015 (start date unknown)"), adverse event ("adverse event nos in the extremities"), abdominal pain lower ("cramps"), infection ("frequent infections") and fatigue ("intense fatigue"). The patient was hospitalized from an unknown date until (B)(6) 2017. The patient was treated with centella asiatica extract (blastoestimulina), clindamycin hydrochloride (clinwas), dexketoprofen trometamol (enantyum), drugs for functional gastrointestinal disorders, herbal oil nos, hydroxyzine, ibuprofen, other antihistamines for systemic use, paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2016, laparoscopic total hysterectomy on (B)(6) 2016 and second surgery to remove the pieces of the device in (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, embedded device, pelvic inflammatory disease, allergy to metals, uterine inflammation, device expulsion, cervicitis, post procedural haemorrhage, postoperative abscess, the last episode of postoperative wound infection, abdominal pain, allergy to chemicals, nausea, breast pain, metrorrhagia, menstrual disorder, pain, dermatitis allergic, dermatitis contact and amenorrhoea had resolved and the red cell distribution width increased, mean platelet volume increased, adverse event, abdominal pain lower, infection and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse event, allergy to chemicals, allergy to metals, amenorrhoea, breast pain, cervicitis, complication of device removal, dermatitis allergic, dermatitis contact, device breakage, device expulsion, embedded device, fatigue, infection, mean platelet volume increased, menstrual disorder, metrorrhagia, nausea, pain, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, postoperative abscess, red cell distribution width increased, uterine inflammation, the first episode of postoperative wound infection and the second episode of postoperative wound infection to be related to essure. The reporter commented: patient stated she cannot use costume jewelry due to nickel, but was not asked if she had allergy to nickel, to reject essure implantation. After the product insertion, the patient had to undergo two surgical interventions to remove the device, in the first surgery the removal of the fallopian tubes was performed, and in the second surgery an uterus removal was performed to remove the embedded product remains. Lawyer reported on (B)(6) 2019, that essure caused several allergic reactions, sensitivity and multiple adverse events in the short and long term ending in painful sequels diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: latex allergy; on (B)(6) 2016: positive to nickel sulphate; on (B)(6) 2016: positive to p-terc-butylcatecol. The essure could contain this.. Biopsy uterus - on (B)(6) 2016: metaplastic chronic cervicitis, muscle fragments with hemosiderophagos and slight fibers of foreign body (it was reported that it could be essure).. Histology - on (B)(6) 2016: macroscopic description of the right fallopian tube: no significant alterations, essure not identified in left excised fallopian tube essure device evidenced. Human papilloma virus test - on (B)(6) 2015: negative. Hysteroscopy - on (B)(6) 2016: results: normal. No essure remains visualized. Mean platelet volume (B)(6) pathology test - on (B)(6) 2016: right fallopian tube (salpingectomy): fallopian tube without significant histological alterations. Essure device not identified in the duct, the physician explained the results, and a new consultation was scheduled to request x-ray tests. Left fallopian tube (salpingectomy): fallopian tube without significant histological alteration. Essure device identified in the duct. Physical examination - on (B)(6) 2016: initially, in the abdomen suppuration of injury postsurgery with inflammation signs observed, subsequently, vesicle lesions on erythematous base, of irregular border, with satellite lesions around the umbilicus with exudate sent to analyze. It was confirmed that the laparoscopic injuries had good aspect without suppuration or induration.; on (B)(6) 2016: no findings. Red cell distribution width (11.2 - 15.2 %) - on (B)(6) 2015: 15.3 %. Smear cervix - on (B)(6) 2016: benign cellular changes associated to inflammation (unspecified).. X-ray of pelvis and hip - on (B)(6) 2015: both devices observed well inserted; on (B)(6) 2015: both devices in situ; on (B)(6) 2016: the results evidenced alleged remains of essure in the right cornual site, it was also reported as an image of density of calcium of 1 mm which could corresponds to essure remains.. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 24-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cramps in the pelvis, pelvic pain, constant pain during the day and night/mild pain, iliac fossa right pain since insertion"), device breakage ("some pieces of essure remained after the first surgery in the right cornual site, small dehiscence in umbilical site"), embedded device ("uterus biopsy- muscle fragments with hemosiderophagos and slight fibers of foreign body, could be essure"), pelvic inflammatory disease ("inflammation of organ and female pelvic tissue"), allergy to metals ("important allergic reaction to essure components (nickel, butylcatecol)"), uterine inflammation ("inflammation of the uterus/chronic inflammation"), device expulsion ("essure device not identified in the duct (right) and uterus after salpingectomy, remains density 1mm found on x-ray in cornual site"), cervicitis ("chronic cervicitis"), post procedural haemorrhage ("vaginal spotting (after surgery), then vaginal bleeding"), postoperative abscess ("local infections and abscess post surgery"), the second episode of postoperative wound infection ("local infections and abscess post surgery") and the first episode of postoperative wound infection ("presented laparoscopy injuries infection") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "rejection of the device". The patient's past medical history included foot surgery (right ankle tendon), limb operation (elbow tendon), hypothyroidism, meningitis (without sequelae at age 8 years), rickets (at age 8 years), irregular menstruation, parity 2, allergy to nuts (angioedema in face with cashews), urticaria in 2009, eye edema in 2008, eye pruritus in 2008 and dust allergy (redness and tears). Previously administered products included for rachitis: vitamin d; for an unreported indication: contraceptive nos in 1997. Concurrent conditions included latex allergy since 2009, primary hyperthyroidism, graves-basedow disease, ex-smoker (20 cigarettes per day) since 2010 and alcohol use (occasional). Family history included diabetes mellitus (father), angina pectoris (father), cerebrovascular accident (father), hypertension (father), hypothyroidism (sister) and hyperthyroidism (aunt). Concomitant products included thiamazole (tirodril) for hyperthyroidism as well as (B)(6). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menstrual disorder ("menstrual malaises, menstrual alterations and other abnormal hemorrhages"). On (B)(6) 2015, the patient experienced red cell distribution width increased ("increase of red cell distribution width (15.3%)") and mean platelet volume increased ("increase of mean platelet volume (9.8 ft)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("postoperative chronic pain"). In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria, pruritus generalised and dermatitis allergic. On (B)(6) 2016, the patient experienced dermatitis allergic ("dermatitis of unspecified cause / dermatological reaction (eczema) after surgery, allergic reaction around the laparoscopic injuries") with skin lesion, umbilical discharge and incision site erythema and dermatitis contact ("possible allergy to bandages"). On (B)(6) 2016, the patient experienced the first episode of postoperative wound infection (seriousness criterion medically significant) and metrorrhagia ("menstrual alterations and other abnormal hemorrhages, intermenstrual bleeding"). In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced allergy to chemicals ("allergy to butylcatecol"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and nausea ("frequent nausea"). On (B)(6) 2016, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and cervicitis (seriousness criterion medically significant) with cervix inflammation. On (B)(6) 2016, the patient experienced postoperative abscess (seriousness criterion medically significant) and the second episode of postoperative wound infection (seriousness criterion medically significant) with eczema and pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criterion medically significant), complication of device removal ("some pieces of essure remained after the first surgery, mechanical complication of genitourinary device"), breast pain ("malaises/pain in left breast reported on (B)(6) 2015 (start date unknown)"), adverse event (""extremities"") and abdominal pain lower ("cramps"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criterion medically significant), complication of device removal ("some pieces of essure remained after the first surgery, mechanical complication of genitourinary device"), breast pain ("malaises/pain in left breast reported on (B)(6) 2015 (start date unknown)"), adverse event (""extremities"") and abdominal pain lower ("cramps"). The patient was treated with herbal oil nos, ibuprofen, paracetamol (acetaminophen), enatin, hydroxyzine (atarax), flatoril, desloratadine (aerius), asiaticoside (blastoestimulina), clindamycin hydrochloride (clinwas), surgery (laparoscopic bilateral salpingectomy on (B)(6) 2016), surgery (second surgery to remove the pieces of the device) and surgery (laparoscopic total hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, embedded device, pelvic inflammatory disease, allergy to metals, uterine inflammation, device expulsion, cervicitis, post procedural haemorrhage, postoperative abscess, the last episode of postoperative wound infection, abdominal pain, allergy to chemicals, nausea, breast pain, metrorrhagia, menstrual disorder, procedural pain, dermatitis allergic, dermatitis contact and amenorrhoea had resolved and the red cell distribution width increased, mean platelet volume increased, adverse event and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse event, allergy to metals, cervicitis, complication of device removal, device breakage, nausea, pelvic pain and uterine inflammation to be related to essure. The reporter provided no causality assessment for allergy to chemicals, amenorrhoea, breast pain, dermatitis allergic, dermatitis contact, device expulsion, embedded device, mean platelet volume increased, menstrual disorder, metrorrhagia, pelvic inflammatory disease, post procedural haemorrhage, postoperative abscess, procedural pain, red cell distribution width increased, the first episode of postoperative wound infection and the second episode of postoperative wound infection with essure. The reporter commented: it was reported that after the product insertion, the patient had to undergo 2 surgical interventions to remove the device, in the first surgery it was performed the removal of the fallopian tubes, and in the second surgery it was performed an uterus removal to remove the product remains. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 14-dec-2017 for the following meddra pts: pelvic pain: n° 9002 cases (excluding this case). Device breakage: n° 2086 cases (excluding this case). Embedded device: n° 422 cases (excluding this case). Pelvic inflammatory disease: n° 90 cases (excluding this case). Allergy to metals: n° 349 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-dec-2017: new events: extremities, rejection of the device and cramps. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Bayer case number: (B)(4). Cramps in the pelvis, pelvic pain, constant pain during the day and night/ mild and intense pain, iliac fossa right pain since insertion [pelvic pain female]. Some pieces of essure remained after the first surgery in the right cornual site [device breakage]. Uterus biopsy- muscle fragments with hemosiderophagos and slight fibers of foreign body, essure appearing in uterus [embedded device]. Inflammation of organ and female pelvic tissue [pelvic inflammation]. Important allergic reaction to essure components (pet, nickel, butylcatecol), sensitivity [nickel allergy]. Inflammation of the uterus/chronic inflammation [uterine inflammation]. Essure device not identified in the duct (right) and uterus after salpingectomy, remains density 1mm found on x-ray in cornual site [partial expulsion of device]. Cramps [cramp in lower abdomen]. Abdominal pain [abdominal pain]. Important welts, intermittent wheals [welts]. Itching in all the body (especially in the right area of the groin) [itching all over]. Eczema [eczema]. Chronic cervicitis [chronic cervicitis]. Metaplastic chronic cervicitis, benign celullar changes associated with inflammation [cervix inflammation]. Vaginal spotting (after surgery), then vaginal bleeding [post procedural bleeding]. Local infections and abscess post surgery [postoperative abscess]. Local infections and abscess post surgery [postoperative wound infection]. Presented laparoscopy injuries infection [postoperative wound infection]. Satelite lesions around the umbilicus [skin lesion]. Exudative vesicle lesions on erythematous base in the umbilicus [umbilical discharge]. Erythema in umbilical incision [incision site erythema]. Allergy to butylcatecol, pet [allergy to chemicals]. Frequent nausea [nausea]. Some pieces of essure remained after the first surgery, mechanical complication of genitourinary device [contraceptive device removal incomplete]. Malaises/pain in left breast reported on (B)(6) 2015 (start date unknown) [breast pain female]. Menstrual alterations and other abnormal hemorrhages, intermenstrual bleeding [intermenstrual bleeding]. Menstrual malaises, menstrual alterations and other abnormal hemorrhages [menstrual disorder]. Dermatitis of unspecified cause / dermatological reaction (eczema) after surgery, allergic reaction around the laparoscopic injuries [allergic eczema]. Possible allergy to bandages [elastoplast allergy]. Generalized skin pruritus mainly in scalp and armpits, marks due to allergic reaction [allergic rash]. Amenorrhea [amenorrhea]. Mild pain without fever [pain]. Problems in the extremities [limb discomfort nos]. Rejection of the device [device rejection]. Frequent infections [recurrent infection]. Intense fatigue [fatigue extreme]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic pain ("cramps in the pelvis, pelvic pain, constant pain during the day and night/ mild and intense pain, iliac fossa right pain since insertion"), device breakage ("some pieces of essure remained after the first surgery in the right cornual site"), embedded device ("uterus biopsy- muscle fragments with hemosiderophagos and slight fibers of foreign body, essure appearing in uterus"), pelvic inflammatory disease ("inflammation of organ and female pelvic tissue") and allergy to metals ("important allergic reaction to essure components (pet, nickel, butylcatecol), sensitivity") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("some pieces of essure remained after the first surgery, mechanical complication of genitourinary device") and device rejection ("rejection of the device"). The patient had a medical history of urticaria in 2009, eye pruritus and eye edema in 2008 and dust allergy (redness and tears), allergy to nuts (angioedema in face with cashews), parity 2, irregular menstruation, rickets (at age 8 years), meningitis (without sequelae at age 8 years), hypothyroidism, limb operation (elbow tendon) and foot surgery (right ankle tendon). Previously administered products included: vitamin d [colecalciferol] for rachitis and oral contraceptive nos. The patient had a family history of diabetes mellitus (father), angina pectoris (father), cerebrovascular accident (father), hypertension (father), hypothyroidism (sister) and hyperthyroidism (aunt). Concurrent conditions were listed as ex-smoker (20 cigarettes per day) since 2010, latex allergy since 2009 as well as nickel sensitivity, alcohol use (occasional), graves-basedow disease and primary hyperthyroidism. Concomitant products included diane (cyproterone acetate; ethinylestradiol) and tirodril (thiamazole) for hyperthyroidism. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). In (B)(6) 2015 she experienced menstrual disorder ("menstrual malaises, menstrual alterations and other abnormal hemorrhages"). On (B)(6) 2016 she experienced device expulsion ("essure device not identified in the duct (right) and uterus after salpingectomy, remains density 1mm found on x-ray in cornual site") and post procedural haemorrhage ("vaginal spotting (after surgery), then vaginal bleeding"). On (B)(6) 2016 she experienced allergic eczema ("dermatitis of unspecified cause / dermatological reaction (eczema) after surgery, allergic reaction around the laparoscopic injuries") and dermatitis contact ("possible allergy to bandages"). In (B)(6) 2016 she experienced allergy to metals (seriousness criteria medically important and intervention required). On (B)(6) 2016 she experienced a first episode of postoperative wound infection ("presented laparoscopy injuries infection") and intermenstrual bleeding ("menstrual alterations and other abnormal hemorrhages, intermenstrual bleeding"). On (B)(6) 2016 she experienced allergy to chemicals ("allergy to butylcatecol, pet"). On (B)(6) 2016 she experienced abdominal pain ("abdominal pain") and nausea ("frequent nausea"). On (B)(6) 2016 she experienced amenorrhoea ("amenorrhea"). On (B)(6) 2016 she experienced embedded device (seriousness criteria medically important and intervention required) and cervicitis ("chronic cervicitis"). On (B)(6) 2016 she experienced postoperative abscess ("local infections and abscess post surgery") and a second episode of postoperative wound infection ("local infections and abscess post surgery"). In 2016 she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). On unknown date she experienced device breakage (seriousness criteria hospitalisation and intervention required), uterine inflammation ("inflammation of the uterus/chronic inflammation"), abdominal pain lower ("cramps"), urticaria ("important welts, intermittent wheals"), pruritus ("itching in all the body (especially in the right area of the groin)"), eczema ("eczema"), cervix inflammation ("metaplastic chronic cervicitis, benign celullar changes associated with inflammation"), skin lesion ("satelite lesions around the umbilicus"), umbilical discharge ("exudative vesicle lesions on erythematous base in the umbilicus"), incision site erythema ("erythema in umbilical incision"), breast pain ("malaises/pain in left breast reported on 20-feb-2015 (start date unknown)"), allergic rash ("generalized skin pruritus mainly in scalp and armpits, marks due to allergic reaction"), pain ("mild pain without fever"), limb discomfort ("problems in the extremities"), infection ("frequent infections") and fatigue ("intense fatigue"). The patient was hospitalised for an unknown duration until (B)(6) 2017. The patient was treated with herbal oil nos, ibuprofen, acetaminophen (paracetamol), enantyum (dexketoprofen trometamol), hydroxyzine, drugs for functional gastrointestinal disorders, other antihistamines for systemic use, clinwas [clindamycin hydrochloride] and blastoestimulina [centella asiatica extract] as well as surgery (laparoscopic bilateral salpingectomy on (B)(6) 2016, second surgery to remove the pieces of the device in (B)(6) 2017 and laparoscopic total hysterectomy on 4-oct-2016). At the time of the report, the pelvic pain, device breakage, embedded device, pelvic inflammatory disease, allergy to metals, device expulsion, abdominal pain, cervicitis, post procedural haemorrhage, postoperative abscess, latest episode of postoperative wound infection, allergy to chemicals, nausea, breast pain, intermenstrual bleeding, menstrual disorder, allergic eczema, dermatitis contact and amenorrhoea had resolved. The outcomes for uterine inflammation, abdominal pain lower, urticaria, pruritus, eczema, skin lesion, umbilical discharge, incision site erythema, dermatitis allergic, pain, limb discomfort, infection and fatigue were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to chemicals, allergy to metals, amenorrhoea, breast pain, cervicitis, cervix inflammation, allergic eczema, allergic rash, dermatitis contact, device breakage, device expulsion, eczema, embedded device, fatigue, incision site erythema, infection, intermenstrual bleeding, limb discomfort, menstrual disorder, nausea, pain, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, postoperative abscess, the first episode of postoperative wound infection, the second episode of postoperative wound infection, pruritus, skin lesion, umbilical discharge, urticaria and uterine inflammation to be related to essure administration. The reporter commented: patient stated she cannot use costume jewelry due to nickel, but was not asked if she had allergy to nickel, to reject essure implantation. After the product insertion, the patient had to undergo two surgical interventions to remove the device, in the first surgery the removal of the fallopian tubes was performed, and in the second surgery an uterus removal was performed to remove the embedded product remains. Lawyer reported on (B)(6) 2019 that essure caused several allergic reactions, sensitivity and multiple adverse events in the short and long term ending in painful sequels. Postoperative chronic pain, painful sequels. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2016: latex allergy; on (B)(6) 2016: positive to nickel sulphate; on (B)(6) 2016: positive to p-terc-butylcatecol (essure could contain this) [biopsy uterus] on (B)(6) 2016: metaplastic chronic cervicitis, muscle fragments with hemosiderophagos and slight fibers of foreign body (could be essure). [Histology] on (B)(6) 2016: macroscopic description of the right fallopian tube: no significant alterations, essure not identified. In left excised fallopian tube essure device evidenced. [Human papilloma virus test] on (B)(6) 2015: negative [hysteroscopy] on (B)(6) 2016: normal. No essure remains visualized. [Mean platelet volume (7- 9.5 fl)] on (B)(6) 2015: 9.8 fl; on (B)(6) 2016: 11.2 fl; on (B)(6) 2016: 11.2 fl; on (B)(6) 2016: 8.0 fl. [Pathology test] on (B)(6) 2016: right fallopian tube (salpingectomy): fallopian tube without significant histological alterations. Essure device not identified in the duct, the physician explained the results, and a new consultation was scheduled to request x-ray tests. Left fallopian tube (salpingectomy): fallopian tube without significant histological alteration. Essure device identified in the duct. [Physical examination] on (B)(6) 2016: initially, in the abdomen suppuration of injury postsurgery with inflammation signs observed, subsequently, vesicle lesions on erythematous base, of irregular border, with satellite lesions around the umbilicus with exudate sent to analyze. Laparoscopic injuries had good aspect without suppuration or induration; on (B)(6) 2016: no findings [red cell distribution width (11.2- 15.2 %)] on (B)(6) 2015: 15.3 % [smear cervix] on (B)(6) 2016: benign cellular changes associated to inflammation (unspecified) [x-ray of pelvis and hip] on (B)(6) 2015: both devices in situ and both devices observed well inserted; on (B)(6) 2016: alleged remains of essure in the right cornual site, it was also reported as an image of density of calcium of 1 mm which could corresponds to essure remains. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: no new clinical significant information affected. Annex e updated for all related events. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.